Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a failed storage space. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space was failed. A field service engineer (fse) identified that the left rails to the half-height (hh) legacy drawer that had ball bearing showing in the back. This was on the same side as the latch sensor. The fse further confirmed that the physically damaged rails were causing the latch inseparable to not properly sit near the needed sensor for correct drawer reading. The rails will be located amongst the field and once in possession, the parts were not replaced, if any new info received will reopen the complaint. There was no information received about repairs. The system functioned as intended after the field service engineer verified the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a failed storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.